Manufacturer narrative:
Has been updated with the correct serial number.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device failed to display an error or alert message; the device did vibrate and provide an acoustic alarm. No adverse event was reported. The infusion device was requested to be returned for product evaluation.